Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pad burns occurred. The patient was undergoing radiofrequency ablation (rfa) in the liver utilizing a leveen coaccess electrode and a rf3000 radiofrequency generator. Energy was applied for 10 to 15 minutes and rolloff was achieved. A couple of days following the procedure, when the patient returned home, a visiting nurse noticed burns on the patient¿s legs where the grounding pads were placed. The pad placement and position were checked before and during the procedure. The procedure was completed with this device. There were no patient complications reported during the procedure.